Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they received the alarm while priming and was able to troubleshoot the device themselves. Customer cleared alarm by changing reservoir and infusion set. Customer's blood glucose level was 320 mg/dl at time of reporting. Nothing further reported.